Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's daughter that the customer was hospitalized due to low blood glucose. The customer's daughter wanted to know how to turn the insulin pump off. The customer's daughter stated the customer may have fallen while having low blood glucose. The customer's daughter stated the blood glucose was unknown.